Event description:
The physician deployed the embolization coil into an unruptured 5x4x3mm terminus aneurysm. This second coil delivered reportedly ruptured the aneurysm. The physician positioned the coil and attempted to detach the coil. The coil reportedly failed to detach from the delivery pusher. A second microcatheter was placed and additional coils were delivered. The physician attempted to remove the non-detaching coil. Approx 4cm was retracted back into the microcatheter, and then the coil separated from the delivery pusher. The physician pushed approx 2cm of coil into the aneurysm but, approx 2cm of coil ended up in the adjacent aca. The aca was occluded. In 2008, the pt was reported to be doing fine.

Manufacturer narrative:
Sample analysis: the pusher and v-grip detachment controller were returned for analysis. Electrical resistance of the pusher was below spec. The v-grip detachment controller was evaluated and found to function within spec. Root cause analysis: the root cause of non-detachment was a broken pusher leadwire. The broken leadwire prevented the completion of an electrical circuit that is necessary for normal implant detachment. Leadwire electrical resistance/continuity is 100% checked prior to shipment. It is believed that the pusher was damaged subsequent to MFR and shipment.